Manufacturer narrative:
.

Event description:
A report was received that the patient was not able to charge the ipg correctly. It was noted that the ipg was too deep. The patient underwent a revision procedure and was doing well postoperatively.